Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer¿s next of kin also informed that the customer had passed away. The primary cause of death was unknown. It was also alleged that the possibility of the pump overdosed. The event involved product(s) mmt 1884. Troubleshooting was performed for the deceased reporting event, and the customer had been using the insulin pump within 48 hours of the reported event, and it was unknown whether the auto mode feature was active at the time of the event. The product mmt 1884 was not returned for analysis.

Event description:
Updated summary: it was reported to medtronic minimed that the customer passed away on 08-may-2026. The primary cause of death was unknown. It was also alleged that the possibility of the pump overdosed. The last known products for the customer are unomedical, unk_reservoir, mmt-1884. Troubleshooting was performed to get the customer deceased information. The customer had used the insulin pump system within 48 hours of the reported event. It was unknown whether the customer had used the auto mode/smart guard feature at the time of the event. The products unomedical, unk_reservoir, mmt-1884 are not expected to return.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section b5 (updated the summary) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.